Event description:
Customer's parent complained of the feel of the sensor. Caller stated that overtaping is the culprit. Caller reported hospitalization. Customer was vomiting for two days before going to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.